Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pulled out of tube within a holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the stoppers are popping off during handling, during centrifugation, and also after transportation to technical area."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pulled out of tube within a holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the stoppers are popping off during handling, during centrifugation, and also after transportation to technical area."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but a photo and video were provided for investigation. The photo and video were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.